Event description:
It was reported that the ilet pump displayed a persistent restart alert 64, identified as a haptic system error, despite multiple restarts; the user¿s glucose was elevated to 380 mg/dl during an intercurrent illness, and the pump was believed to be dosing as glucose later returned to range, indicating a malfunction related to tactile prompts/feedback associated with the vibrator component. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem affecting the haptic system, with the problem localized to the vibrator component and consistent with the reported tactile feedback issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation summary: complaint was confirmed and duplicated. Alert 64 was annunciated in the notifications menu. Engineering logs also confirmed alert 64. No vibration was felt when unlocking the device, placing it on the charging pad or while adjusting the volume. The device was open and a known-good vibe lra was installed; alert was not cleared. The cause was determined to be a faulty mainboard.